Event description:
It was reported that during the colorectal procedure the surgeon stated that she attempted to staple an open wound and the circular stapler stapled the tissue and cut the washer but somehow there was not an open lumen, it was stapled shut. Surgeon did a diverting loop. The defect was on the left lateral sidewall. Very limited information on this. Unknown if the procedure was completed successfully.

Manufacturer narrative:
(B)(4). Batch # unknown. Health effect ¿ clinical code = gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Unknown. What surgical procedure was performed? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown what was the purse string technique that was used to put the anvil in place? A prolene suture was used for purse string. What healthcare professional fired the device and what is his/her experience with the device? Unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown, but surgeon is aware and has followed this protocol in every procedure I've observed. What is meant by attempted to staple an open wound? Unknown...couldn't get further clarification from surgeon at the time so I reported as it was stated to me. What is meant by not an open lumen? The staples were deployed but the lumen was closed. What is meant by defect on left lateral sidewall? Unknown. Were there any issues with device use/firing? Surgeon stated the stapler went through its normal firing cycle. What confirmation was received that the device completed the firing sequence? The green check mark was observed. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown but surgeon is aware of the IFU and has followed in all cases that I've observed. Was there any difficulty removing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Were there any issues noted with staple formation? Unknown. Is the diverting loop temporary or permanent? Surgeon believes it to be temporary. What is the current patient status? Surgeon stated patient was doing well. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.